Event description:
It was reported that during procedure there was a crackling sound, and the output got weak. In addition, there was an aiming beam issue. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during procedure there was a crackling sound, and the output got weak. In addition, there was an aiming beam issue. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.